Event description:
Reporter indicated that pt was unable to feel stimulation since pt was hit in the chest with a rubber ball. Pt's device interrogation at office visit revealed that the pt's device was programmed to 0ma output current instead of to prescribed settings. The pt's device was reprogrammed to prescribed settings and pt was able to feel stimulation again. Pt has been having an increase in seizures (not above pre-vns seizures frequency baseline) prior to being hit in the chest. Investigation to date has been unable to determine the cause of the suspected programming anomaly.